Event description:
It has been reported by the customer that their 6500 power-pro cot will not raise all the way up. It is currently unknown if the cot is still able to raise manually. No adverse consequences have been reported. A follow-up MDR will be submitted when further information is discovered.

Manufacturer narrative:
Additional information found to be relevant by the manufacturer will be added to the investigation. A follow-up MDR will be submitted.